Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter that stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed. A review of the share logs was performed and signal loss greater than an hour was found within the investigation window. The allegation was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of a transmitter that stopped working is reportable based on the finding of a signal loss greater than an hour. No injury or medical intervention was reported.